Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2018-00257 thru 3012447612-2018-00266.

Event description:
It was reported that a pedicle screw construct at l5-s1 was found to have disassembled approximately 6 weeks after being installed. A revision surgery was performed wherein the construct was removed and replaced with a competitive construct. This is report ten of ten for this event.

Manufacturer narrative:
The device was not returned for evaluation. However, x-ray images provided show the rod is no longer fully seated in the tulip heads. There was no lot number provided, therefore the manufacturing records were unable to reviewed. The labeling was reviewed and was found to contain proper instruction to ensure the stability of the construct. The cause for the rod slippage is unknown as the device was not returned.